Event description:
The reporter (patient's wife) contacted lifescan (lfs) customer service in 2009, alleging that the lay user/patient's one touch ultralink meter was reading inaccurately high and then reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the patient's wife on september 29, 2009 to obtain/verify the following information: the patient reportedly started to get blood glucose results in the 400's mg/dl when his typical results would be 200-250 mg/dl nine days prior to report. At the time of the tests, he would experience symptoms of chest pain cold sweats, feeling sick to stomach, sleepy, craving sweets, and swelling in his feet, which are typical hyperglycemic symptom for the patient. According to the reporter, the patient would start to experience these symptoms when his blood glucose levels go over 250 mg/dl. Based on the alleged inaccurate high meter reading in the 400's mg/dl, the patient took 24 units of novolog via his insulin pump. At an unspecified time later, the patient would start to feel sleepier and have the shakes. He tested with the subject meter while experiencing these symptoms and got 90 mg/dl. The patient administered self-treatment with food and felt better afterwards. A similar event occurred another time before the reporter contacted lfs. The reporter also stated that the patient's blood glucose result from the subject meter was compared to another device: the results were in the 400's mg/dl on the subject meter and 200's mg/dl on another device obtained at the same time. Two days prior to report, the patient visited his doctor as a result of the elevated meter readings. When he was the doctor's office, his blood glucose results were "414 mg/dl" on the subject meter and "200 mg/dl" on the doctor's meter: the results were taken at the same time. The patient did not receive any form of medical intervention at the doctor's office. According to the troubleshooting performance with customer service, the patient was using the incorrect technique to clean the puncture site and the meter was miscoded: both of these can contribute to inaccurate meter readings. The csr provided training on how to code the meter. Based on statistical methodology, the calculated difference of the results (meter to another device comparison) exceeded the expected value of <=30%. Replacement products were sent to the patient. There was no evidence that the product malfunctioned since the meter was miscoded, which can contribute to inaccurate meter readings. However, this complaint is being reported because the patient allegedly became hypoglycemic 2 times after taking insulin according to his alleged inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.